Event description:
The customer reported the ventilator was alarming due to an occlusion and air flow stopped. The customer reported the ventilator was in use on a patient and there was no patient harm. Upon evaluation, the manufacturers service technician reported the device had no airflow when powered on. Review of the device event log noted occlusion occurrences. During visual inspection the service technician reported failed components were observed on the motor controller pcb board. The service technician replaced the motor controller pcb board and power management board to address the findings. Applicable final testing was performed and passed to operating specifications.